Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 182cm luge guide wire was selected and during use a portion of the guide wire fractured. "The guide wire was removed and the patient was taken for bypass surgery." The procedure was not completed due to this event. No further patient complications were reported and the patient status is ok.